Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before orthopedic procedure and in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that filter struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before orthopedic procedure and in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that filter struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary:the device was not returned for evaluation. Medical records were provided and reviewed. Approximately three years later, computed tomography of abdomen and pelvis without contrast was performed, and result showed that there was a bard g2 or recovery inferior vena cava filter in place at l1-2 to superior l3 position with one strut extended into right renal vein and an additional strut at posterior stressed at 6 o'clock as well as 12 o'clock. The 6 o'clock and 12 o'clock struts extended beyond the lumen of the inferior vena cava. Grade 3 perforation occur. Ventral strut abutted duodenum and left strut abutted aorta. No significant tilt. Migration was possible. Therefore, the investigation is confirmed for the alleged perforation of the inferior vena cava.the definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.